Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: h6 (evaluation method codes, evaluation result codes, evaluation conclusion codes). A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and performed the leak test and noted that the iabp unit would hold a stable pressure for several mintues then drop to 4 psi and hold again. The stm traced the helium lines to check for leaks at all connections and narrowed the leak down to the helium regulator. The stm replaced the helium regulator assembly (p/n: 0119-00-0208), then ran the leak test again which passed. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site in block e1 was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced a helium leak and that the helium tank was rapidly leaking. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time the customer has not requested for getinge to evaluate the iabp unit involved. A getinge service territory manager (stm) has advised that the customer is handling the issue in house, and is currently waiting on a status update from the customer regarding repairs. A supplemental report will be submitted if additional information is provided. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced a helium leak and that the helium tank was rapidly leaking. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.